Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The customer reported that they received erroneously high results for a total of four patient samples tested for intact human chorionic gonadotropin + the ss-subunit (hcgb). All erroneous results were reported outside of the laboratory to the physician and each patient. The first sample initially resulted as 82 iu/l and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2015, resulting as 22 iu/l. The second sample, from a (B)(6), initially resulted as 94 iu/l on (B)(6) 2015 and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2015, resulting as 0 iu/l. The third sample, from a (B)(6), initially resulted as 55 iu/l on (B)(6) 2015 and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2015 and resulted as < 0.100 iu/l. The sample was repeated a second time on (B)(6) 2015, resulting as < 0.100 iu/l. The fourth sample, from a female, initially resulted as 18 iu/l on (B)(6) 2015 and this value was reported outside of the laboratory. The sample was repeated on (B)(6) 2015, resulting as 0 iu/l. A date of birth was provided for this patient as (B)(6)" and an age of (B)(6) was provided. The patients were not adversely affected. The hcgb reagent lot number was provided as "0000". A reagent expiration date was asked for, but not provided. Based upon the information provided, contamination between samples may have been the cause of the event. The instrument was checked by a service representative and contamination was found on the incubator hood. The incubator hood was also found to be badly positioned. Performance testing was run and did not pass for one of the measuring cells. The measuring cell was exchanged. Performance testing was repeated and passed.

Manufacturer narrative:
The date of birth of (B)(6) 1971 for the fourth patient was confirmed to be correct. This patient was (B)(6) years old at the time of the event.